Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion alarm was verified in pump logs; however, no failure was identified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer stated nothing was done and the occlusion resolved on it's own. Customer's blood glucose was 200 mg/dl.